Manufacturer narrative:
No patient involvement. A beckman coulter fse (field service engineer) determined that a malfunctioning ultrasonics pcb (printed circuit board) was the cause of the qc issues reported by the customer. Service replaced the ultrasonics pcb to resolve the issue. The likely failure mechanism is diminished reagent mixing capability due to a voltage drop in the transducer high voltage circuit on the pcb. Upon recurrence, this malfunction has the potential to cause the analyzer to generate erroneous patient results. (B)(4).

Event description:
The customer reported obtaining qc (quality control) values outside the customer's established parameters on the laboratory's access 2 immunoassay system (serial number (B)(4)). The customer did not report obtaining any erroneous patient results. There was no report of patient injury or change in patient treatment associated with this event. A beckman coulter fse (field service engineer) was dispatched to assess the analyzer.